Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded impedance measurements for all channels were within specifications and could not determine a reason for the reported clinical allegation.

Event description:
Additional information was received. Reportedly during the procedure, when the non-boston scientific right ventricular lead was connected to this device, high out of range pacing impedance and shock impedance measurements were also noted.

Event description:
Boston scientific received information that during a device replacement procedure, after this device was implanted, atrial measurements were within normal range. After the right ventricular (rv) lead was connected, no impedance measurements could be obtained and this device did not sense the rv. In addition, no pacing was noted during the rv threshold testing. A decision was made to replace this device. This device was removed, replaced and returned for analysis. Acceptable measurements were obtained with the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.